Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient developed an infection around the implantable neurostimulator (ins) site. A revision was done and the ins and extensions were explanted. The leads were left implanted. It was unknown if the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.